Manufacturer narrative:
Based on the additional information received (b5), this event is no longer reportable.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. The ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.